Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of three concerning the same patient (see mfg report number 1651501-2014-00005). This report concerns product ID hfp-0930-304ls (greater tuberosity humeral fracture plate 4-hole, left). It was reported ( on an unknown date) following a proximal humeral fracture surgery. The plate pulled out and a screw backed out of the bone. The surgeon said she felt that the plate pulled out of the bone due to bad bone quality. Inadequate fracture reduction and noncomplaint activity by the patient. The surgeon said the fracture was reduced when it was checked with the c-arm intra-operatively, but soon after the case was finished, (time unspecified) the humeral) head had collapsed. The head had a fracture that split it down the middle. Although the surgeon felt it was fairly well fixed anteriorly and posteriorly she sent the x-rays to a different surgeon who said the plate could have been placed a little higher (more proximally) for more screws to go in the superior portion of the head. Two days post operatively the patient took the splint off and did yard work. The patient reportedly did not follow the surgeon's instructions to remain immobile. On an unknown date, the surgeon removed the plate and screws and implanted a hemi arthroplasty. She saw the patient at six weeks post operatively and the patient was reported as "doing great".